Event description:
A caller reported an issue with alarm 2 followed by alarm 26 related to an infusion set. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read as "high" on the cgm. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. The case was closed after the customer acknowledged and understood the off-label insulin messaging provided by cts.